Event description:
It was reported that the customer experienced high blood glucose levels and had received a few no delivery alarms previously. The customer stated that she had moderate ketones as well. The customer's blood glucose was 400 mg/dl. Troubleshooting was done. The customer stated that the cannula was not bent or occluded. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer also mentioned that there was a crack on the insulin pump in between the buttons as well as above the reservoir compartment. The customer was unaware of how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.